Manufacturer narrative:
(B)(4). Method: device history record, ncmr, CAPA and complaint history evaluated. No product returned. Result: record evaluation completed. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports discrepant results with hemochron jr. Signature plus system. Pt/inr with hemochron jr. Signature plus system 1.9. Lab generated pt/inr 1.5 pt had a cva on (B)(6) 2011. Electric and wet quality controls were acceptable prior to and post incident. Pt's therapeutic range 2.0-3.0. Therapeutic range s/p cva 2.5-3.0.